Manufacturer narrative:
Date of death listed is the same as the date event was reported to tandem and therefore is an approximation. Contact was unable to provide any further information to tandem technical support. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was transferred to a non-tandem customer by health care provider who obtained pump from an unknown person who passed away. Contact did not have the pump serial number and was unable to identify the deceased person. No further information was provided on the reported event.